Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4).. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4.

Event description:
The following was reported to hamilton medical ag: summary:tf 431008, 231012, 485002,485001 during start-up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: summary:tf 431008, 231012, 485002,485001 during start-up.